Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error and was beeping. Device analysis was performed and confirmed the error was a result of a prolonged magnet application. Technical services recommended interrogating the device with a programmer to clear the warning tones. The device was successfully interrogated. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error and was beeping. Device analysis was performed and confirmed the error was a result of a prolonged magnet application. Technical services recommended interrogating the device with a programmer to clear the warning tones. The device was successfully interrogated. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.